Event description:
A male pt reports getting "adjusted belt" messages every 15 minutes. Lifecor customer support requested the pt perform a manual ECG recording then download the information with his modem. A review of the downloaded data revealed 325 minutes of left ECG falloff as well as several "belt status" flags running about 15 minutes apart. The pt's electrode belt was replaced.